Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Concomitant meduical products: item #157446, m2a-magnum modular head,lot #724350; item #us157852, m2a-magnum cup, lot #384560. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2017-00735).

Event description:
It was reported that during a hip arthroplasty revision the surgeon was unable to disengage the taper from the stem. The hip was completely revised.